Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0604 showed 10 other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tube was connected failure. It stated this occurred with five devices. This report addresses the second device.